Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 99% stenosed, de novo lesion in the distal left anterior descending (dlad) artery. Pre-dilatation was performed, and a non-abbott stent was deployed. Post-deployment, a 2.75x 12mm nc trek balloon dilation catheter (bdc) was advanced to the target lesion and inflated one time to 8 to 10 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.